Manufacturer narrative:
No service record or further complaint information available to ge healthcare. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Per (B)(6) database: it was reported that during patient use the ventilator suddenly prompts "no data can be found, please replace the sensor module, etc.", then a black screen appears, and the screen displays "system failure, repair required". The patient's heart rate increased but there was no injury reported.